Manufacturer narrative:
(B)(4). Per the user facility¿s biomedical engineer (biomed): the ice block is defrosted daily on the unit, the water was not cloudy or discolored, and the user does not have any knowledge of patient infection associated with the cooler heater and they do not routinely culture the water. The reported complaint was confirmed. The field service representative (fsr) verified the cooler heater was leaking water at the tee fitting on valve 6. He replaced the tee fitting on valve 6 and checked unit operation. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit was leaking (seems to be leaking from the front of the unit). As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.